Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was done tha on (B)(6) 2011. The revision surgery with v40 head and liner was done on (B)(6) 2014, because a cup and a head were recurrent dislocated. The stem and cup was not replaced. During the revision surgery, a black material was attached at the junction of the head and stem neck.

Manufacturer narrative:
An event regarding dislocation involving a trident insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: the returned insert has a large slit and two screw holes on the inner surface. There are two slits and areas of damage on the rim, and an area of scuffing on the inner articulating surface. These damages are most likely due to explantation damage an in vivo service. Discolouration of the insert was due to contact with bodily fluids while in vivo. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient was done tha at (B)(6) 2011. The revision surgery with v40 head and liner was done at (B)(6) 2014, because a cup and a head were recurrent dislocated. The stem and cup was not replaced. During the revision surgery, a black material was attached at the junction of the head and stem neck.